Manufacturer narrative:
Cmp-0279252 e1 - initial reporter - the article was written by schuyler j halverson, mihir j desai and donald h lee. H3 - the complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Halverson et al. "Clinical outcomes of biomet explor modular radial head arthroplasty system" pg. 1-33. 37:853-858. D11 - medical products - explor radial head: catalog #11-210031, lot # ni the reported event was unable to be confirmed as the lot number of device involved in the incident is unknown. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the lot number is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the patient experienced moderate elbow pain and proximal osteolysis 14 months post-implantation of a right radial head arthroplasty. No further information is available.